Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between the insulin pump and sensor with lost sensor signal alert. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed but sensor would still not communicate with pump. No harm requiring medical intervention was reported. No product return is required for mmt-5120c1.